Manufacturer narrative:
Additional information received during follow-up clarified that the intraocular lens was not inserted into the patient¿s eye. There was no incision enlargement, vitrectomy or sutures required. The following sections have been updated accordingly: if implanted, give date: not applicable, the lens was not inserted/implanted. If explanted; give date: not applicable, the lens was not inserted/implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. Review of the photo shows a sharp fiber on an even background. The fiber appears to not be in the same plane as the intraocular lens. Based on the photo, it could not be determined whether the fiber was attached to the lens. The complaint could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: unknown if the lens was fully implanted. If explanted, give date: unknown if the lens was fully implanted and therefore unknown if explanted. Phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a fibre was noticed in the eye during the implantation of an intraocular lens (iol). Additional information was received and it was learnt that there was no harm to the patient; only a minimal delay in the surgical procedure. Reportedly, both the lens and the cartridge were disposed of by the customer. Visual acuity pre-operative: uncorrected 6/9; best corrected 6/6 visual acuity post-operative: uncorrected 6/9 no further information was provided. This MDR is to record the lens. A separate report will be filed for the cartridge.